Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 5 reports. Other mfg report numbers: 3013886523-2021-00596, 3014334038-2021-00273, 3014334038-2021-00274, 3014334038-2022-00005 . A physician reported a microsensor was implanted in a (B)(6) male patient the morning of (B)(6), 2021. When the patient arrived in neurointesive care department, the doctor connected the cerelink to the patient monitor drager. After the connection, the cerelink monitor displayed an error. They switch off the cerelink monitor and then switch on it again and the monitor displayed the error ¿sensor or cable damage¿. They changed monitor and cable and then the cerelink started to work again. In the evening the patient had a vomiting episode that caused a pressure increase. After this episode the monitor displayed the error ¿sensor or cable damage¿. They replaced the sensor with a new one and they also changed the cerelink monitor. On (B)(6), 2021, in the morning, the patient was subjected to a CT scan control. When the patient returns and the doctor connected the cerelink to the power cord, the cerelink monitor displayed the same error ¿sensor or cable damage¿. The doctor retracted a little bit the sensor and the monitor started to work again until today in the morning, when the monitor started to display again the same error and stopped working. 5 monitors are defective, 4 monitors were used in this case, but customer do not know the correct serial numbers for this case: (B)(4). This report is for the forth monitor.

Manufacturer narrative:
The cerelink icp monitor was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.